Event description:
Additional information received reported that pulmonary embolism occurred during or post procedure. Information regarding the sma embolization was not provided. It was noted that there was no device issue. The endurant stent graft was successfully implanted during index procedure.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. It was reported that the patient expired. Per the physician, the cause of death was due to sma embolization. The physician believes the patient death is not related to the device, however, it is related to the procedure.

Manufacturer narrative:
(B)(4).